Event description:
Patient was originally implanted with plate and screws on (B)(6) 2011 for a fractured humerus. On (B)(6) 2013, the patient was combing her hair and all of the sudden felt a lot of pain. An x-ray revealed a non union. On (B)(6) 2013, 8 screws along with the plate and 4 independent lag screws were removed. Two screws were found to be broken and the plate was stuck to the bone. One of the broken screws was embedded in the bone and the surgeon had to use a hollow reamer and extractor to remove it. The other broken screw was partly stuck to the plate. All pieces were retrieved. Patient was revised: the bone was stripped down after the plate was removed and 90, 90 plating along with bmp was used to promote healing. This is 3 of 3 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.